Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was below 40 mg/dl at the time of the incident. The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 40 mg/dl and the sensor glucose was 66 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 60 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. Sensor glucose and blood glucose difference was 26 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with carbohydrate. The sensor will be returned for analysis and insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected one random opened or used sensor and performed visual inspection and found cannula separated from tubing. Unable to confirm customer received sensor in said condition due to customer returned opened or used.